Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 23-aug-2022, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 23-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient via a manufacturer¿s representative (rep). The rep reported that the patient had drainage from her procedure site. The rep reported that the nurse contacted them and reported the patient had a spinal leak and was coming in to get her leads pulled early. The rep only knew that the patient was being brought in for a lead pull due to drainage from a spinal leak. The rep reported that when they spoke to the patient yesterday (first day post procedure), she didn't inform the rep of any drainage at her incision site. No further complications were reported.